Event description:
Following a new pump and catheter implant, it was reported that there was a suspected infection. Swelling and redness were noted over the incision site at the base of the spine. The pt's wife stated that the pt had a laminectomy and the pump implant on the same day. In 2009, the physician determined during surgery that there was no pus and that there were no leaks in the catheter. The pt remained admitted to the hospital. It was stated that the pt was doing "good" and that the pump was working well to control the pt's pain. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.